Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the left plunger case was damaged. A review of the event history log identified force sensor test error in the history. Functional testing was performed using the power up process and test force sensor reading. The force was out of calibration and one of the screw mounts was broken off the left plunger case. The root cause of the problem was the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue. Replaced damaged left plunger case and calibrated the force sensor. This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147.

Event description:
It was reported that the pump exhibited a force sensor test. No patient injury was reported.